Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that approx. 50 months after implantation, insulation damage of the leads was observed. The leads were explanted and replaced. This incident was already reported with an incorrect serial number (B)(4) in MDR-1028232-2019-05400. The previous file has been corrected.

Manufacturer narrative:
Upon receipt, both lead under complaint were subjected to an extensive analysis. The performance of the leads were scrutinized, including a visual inspection. Setrox s 53 approximately 30 cm distal to the is-1 connector pin the lead body was found squeezed and deformed. This damage is assumed to be the root cause of the clinical observation. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. Setrox s 60 approximately 33 cm distal to the is-1 connector pin the lead body was found squeezed and deformed. In addition, the outer conductor coil was found fractured. This damage is assumed to be the root cause of the clinical observation. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. The manufacturing processes for both device were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.